Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this left ventricular (lv) lead exhibited a gradual increase of pace impedance measurements to greater than 2,000 ohms. Additional information was received that the lv lead was possibly fractured per the health care professional. No capture was observed and the lv lead was programmed off in the clinic. The lead remains in service. No adverse patient effects were reported.

Event description:
It was reported that this left ventricular (lv) lead had a gradual rise in pacing impedances over the past year and were now out of range greater than 2000 ohms. It was noted that the thresholds had also risen, so technical services suggested to bring the patient in to look for a better vector. The lead remains in-service. No adverse patient effects were reported.